Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the customer had removed the sensor and transmitter which removed them within the line of sight of the pump, resulting in loss of connection. Customer declined to answer further troubleshooting questions. No additional patient or event information was available.